Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected outflow graft obstruction could not be conclusively determined through this investigation as no product was returned for evaluation and no images were provided by the account. The submitted log file contained events spanning from 15may2023 to 16may2023. The pump appeared to have been operating as intended at the fixed speed. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. H) contains information regarding the preparation and attachment of the sealed outflow graft. The instructions for use instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The instructions for use also contains information regarding recommended anticoagulation therapy. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3: the event date has been estimated to capture discovery of outflow graft obstruction. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a history of suspected but not confirmed outflow graft obstruction. Suspicion for outflow graft obstruction occurred 1 year ago when computed tomography (CT) scan showed narrowing of the outflow graft. There were no plans for intervention for the outflow graft obstruction.